Manufacturer narrative:
No button error alarm noted. However, up arrow button did not respond, due to corroded keypad trace. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error while she was about to deliver a bolus. Customer's blood glucose was 108 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.